Event description:
The contact stated that she tested the customer's blood 3 times within 5 minutes and received the following readings: 439, 269, and 82 mg/dl. The differences between some of the readings fall in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The strips are to be returned for evaluation, and the customer will upgrade to a contour meter.

Manufacturer narrative:
This report was not made a potential until more info could be obtained from the customer, so it will be submitted past the 30 day window. The lot number provided was not correct, so it was not possible to determine a MFR date for the product.